Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a company representative in regards to a patient receiving an unknown intrathecal medication via an implantable infusion pump. Patient history included non-malignant pain. The patient also had an implantable stimulation device. The patient's pump was initially implanted in the abdominal area. On an unknown date the doctor moved the pump to the patient's buttock area. No device malfunction was alleged. The reason for the pump relocation was not provided. Additional information has been requested but was not available at the time of this report.